Event description:
In 2007, patient presented emergently in the middle of the night to the hospital due to aaa rupture. Physician used what was available to treat the patient. One flex body graft and two iliac leg grafts were used. On approx three months later, patient underwent additional procedure to extend the landing zone due to a distal type I endoleak. Another iliac leg graft was placed and patient outcome is good.

Manufacturer narrative:
Evaluation: the outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure, measurements and knowledge of the patient's anatomy. Good angiography and CT imaging and paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. An internal clinical review concluded that the physician used the devices off label, along with the patient's anatomy, was a contributing factor in this case. When the physician used what was available to treat the patient in the emergent situation, there was not any planning to allow for proper sizing of the stent grafts.